Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture at max output in all vectors and an impedance rise. The physician reviewed the patients file and concluded that the patients condition had improved and elected to program the left ventricular lead off. The patient was doing well and would continue to be monitored.